Event description:
The customer reported that following a diagnostic catheterization procedure on december 7, 1999 a vasoseal es was deployed and hemostasis was achieved rapidly. Approx one hour following the procedure, the pt complained of right lower extremity numbness. The pt was found to have diminished pulse with the right foot cooler and more pale than the left foot. The pt was given heparin bolus 2500 uiv with drip of 1000 u/h with documentation of "almost immediate return of color, sensation, and temperature of the right foot". However, the pt continued to have some pain with decreased pulses through the night. On december 8, 1999 the pt was taken to surgery for a right iliac thrombectomy. When the clot was removed the pt was found to have 0.5 cm defect in the ant. Wall of the iliac artery defect was repaired. The pt was discharged on december 11, 1999. No further complications were reported.